Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pulse generator changeout, the right atrial lead exhibited insulation that was abraded. The lead was capped and replaced.